Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that surgeon did a gamma nail removal due to patient fall post operatively which created an additional fracture in patient's bone on the left side.